Manufacturer narrative:
The customer¿s reported experience with a 242.4010.0 channel error was confirmed through review of the pump module error log. However, because the error log was previously cleared and could not be restored, the circumstances in which the 242.4010.0 channel error occurred could not be determined. During lab testing, the 242.4010.0 channel error did not occur during run-time testing; however, it was reproduced repeatedly by manipulating the ail ribbon cable while the device was infusing. It was found that pin3 (pump_encoder_led) of the ail ribbon cable was intermittent. The issue was rectified by replacing the air-in-line assembly. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4). The customer stated that there was no patient involved

Event description:
The customer reported an error code of 242.4010. The event occurred during patient use.